Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 23-aug-2019, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was alleged a call service alarm 069 had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-sept-2019 with the following findings: a review of the pump black box showed multiple call service 087 alarms. During investigation, the pump alarmed with a call service (cs 069) during power up. The call service 69 failure was written to the black box as a call service 87 failure. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm.